Event description:
It was further reported that the device was returned.

Event description:
It was reported a device could not be interrogated. The box is checked for wireless and programmer in auto identify mode. It says please interrogate, but get yellow bar. Swapped the rf (radio frequency) head and the same thing happened. Programmer service disk didn't help. The programmer is being returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported a device could not be interrogated. The box is checked for wireless and programmer in auto identify mode. It says please interrogate, but get yellow bar. Swapped the rf (radio frequency) head and the same thing happened. Programmer service disk didn't help. The programmer is being returned for repair. No patient complications were reported as a result of this event. It was further reported that the device was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the radiofrequency transceiver was out of specification. It was also noted that the power cord door was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.